Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the bands were all intertwined on the ligator cap and were unable to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the bands were all intertwined on the ligator cap and were unable to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported a a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: investigation results the complaint device was not returned; however, the picture provided by the customer was analyzed, and a visual evaluation noted that the ligator head had four bands attached to it, while one band was seen broken and the other band was damaged indicating the deployment failure during the procedure. Some of the ligator head teeth were damaged, indicating that the device was highly manipulated. It was also noted that the photo showed a loose band in the bag. Additionally, no damage observed to the handle and to the tripwire and no other issues with the device were noted. The reported event was confirmed. Based on the information available, this failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.